Manufacturer narrative:
Qn#(B)(4). Twenty representative samples were returned by the customer for investigation. A visual exam was performed and no defects were observed. The manufacturing site reports that in the current manufacturing procedure 100% leak testing is conducted during the assembly process and a 100% visual inspection is also conducted at the packing area; thus any defective product will be detected prior to release. The manufacturing site also reports that ten pieces of this product code were taken from current production at the manufacturing facility. A visual exam was conducted along with leak testing. No issues were detected. All ten samples passed the leak test. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the material of several devices of this lot is breaking. Defect was noted prior to use". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the material of several devices of this lot is breaking. Defect was noted prior to use". No patient involvement reported.